Event description:
During a six weeks post operative examination, the vertebral body had subsided around the standalone implant (no posterior support). Revision surgery was performed to implant posterior support. There was no malfunction of the initial implant identified.